Event description:
Hillrom received a report from a hillrom technician stating the code call did not annunciate. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #.

Manufacturer narrative:
The hillrom technician found the rcb needed to be rebooted. The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. The hrc technician arranged to reboot the rcb the customer to resolve the issue. Although there was no injury associated with this event, if the reported issue were to recur it could lead to injury or death. Therefore, hillrom is reporting this complaint.